Event description:
This is submitted to report the leak which was observed during use with the steerable guiding catheter (sgc), and intervention was performed to prevent injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The steerable guiding catheter (sgc) and the dilator were inspected and prepared per the instructions for use (IFU). The connections were secured from the 3-way stopcock to the guide and dilator flush ports. The sgc and dilator were inserted and positioned successfully. The dilator was retracted into the guide, while the wire was still in the left atrium (la). The wire was then retracted into the dilator and completely removed. During retraction of the dilator with aspiration, air was observed in the hemostatic valve of the guide. Aspiration was performed to remove the air. It was confirmed that the tip of the guide had no tissue contact, and all stopcocks were closed correctly. With retraction under continuous aspiration, it was possible to aspirate blood and the hemostatic valve of the guide had no leak. After removal, the rotating valve was closed, the dilator was filled with heparinized saline and a finger was placed at the tip when no more bubbles occurred. It was then observed that saline came out of the closed rotating valve. A new dilator was used with the same sgc and the procedure was completed successfully with the implantation of one clip. The final mr grade was <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: cook amplatz extra stiff-j 35-260 guide wire, mitraclip system. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. The sgc device was returned, confirming the usage of the device. Potential causes for the reported leak of the dilator can include, but are not limited to, patient anatomical / morphological conditions, user technique / procedural conditions ( removal of the dilator), or manufacturing anomalies. There were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint history did not indicate a manufacturing issue. With respect to patient anatomical / morphological conditions, user technique, and/or procedural conditions, the leak of the dilator may be influenced by premature removal of the guide wire from the dilator, partial opening of the rotating hemostasis valve, or contact between the system and patient anatomy. Based on the information reviewed, it is possible that full removal of the guide wire during the procedure had impacted the seal on the rotating hemostasis valve of the dilator, causing a leak of the rotating valve; however, this cannot be definitively determined. The reported additional therapy / non-surgical treatment was a result of case-specific circumstances, as the dilator was observed to be leaking during testing and was replaced for continuation of the procedure. A review of the device history record revealed no non-conformances that would have contributed to the reported event, and a review of the complaint history for this lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.